Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that after the balloon catheter intra-aortic balloon (iab) was implanted, the machine operated normally for approximately four days before an air leak alarm was triggered. Blood was discovered in the helium extension tube, indicating a possible rupture of the balloon. The machine was promptly shut down and the catheter was removed. Upon inspection, the balloon rupture was confirmed. There was no harm reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 due to character limit in e1 phone number is (B)(6) the customer reported that after the balloon was implanted the machine started operating for about four days before an air leak alarm sounded. Blood was found in the helium extension tube, suggesting a ruptured balloon. The machine was shut down and the catheter removed and the confirmed the balloon's rupture. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (investigation conclusions).

Event description:
N/a.